Manufacturer narrative:
Section f9: approximate age of device- 5 months 2 days (calculated from manufactured date). Section h4: additional information. Manufacturer's investigation conclusion: the reported event, of loss of external power event while connected to a mpu, was confirmed in the submitted log file. The customer submitted a heartmate ii system controller log file for review. Technical service reviewed the file and replied to the customer. No product was returned for evaluation. The log file contained approximately 34 days of patient event data. Per the log file, the patient appeared to be was properly managing their external power sources. The mpu was being used for extended periods (sleep). The loss of external power event only occurred once (on (B)(6) 2019 9:33 am). The system was powered by the controller¿s backup battery when the disconnection occurred. The next event following the loss of external power occurred approximately 90 minutes later; the patient changed power sources from mpu power to battery operation (at 11:08am). Set up and use of the mobile power unit are documented in the heartmate ii lvas patient handbook. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate ii lvas patient handbook. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate ii lvas patient handbook. Changing external power sources is documented in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that system controller history interrogation performed by the hospital clinician revealed a no external power alarm, however patient does not recall having an alarm. Technical services reviewed the submitted log files, and a no external power alarm was confirmed while utilizing a mobile power unit. No additional information was provided.